Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735339, serial/lot #: unknown, product ID: 9733438, serial/lot #: unknown, product ID: 9733572, serial/lot #: unknown, product ID: 9733575, serial/lot #: unknown: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the camera not functioning. A1102 was coded for the error message. A12 was coded for the localizer not connecting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer not connected message appeared and the camera did not function. It was planned to replace the parts related to the camera. There was no patient involvement.

Manufacturer narrative:
H3, h6: the 9733438 lot t303817 system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional when connected to a known good system. The scu was able to track instruments through all three ports. No problem was found. Codes b01, c19 and d14 are applicable to this analysis. The 9733572 lot 190605 cable was returned to the manufacturer for analysis. The returned cable had no physical damage and passed a c ontinuity test with no opens or shorts detected. No problem was found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.